Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated.

Event description:
It was reported that the 9600 system had a check sum error and would not boot up. No pt injury was reported.